Manufacturer narrative:
Tandem technical support spoke with the customer¿s contact, and the contact stated that the customer was doing better. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 22mg/dl. The customer consumed carbohydrates, and was able to bring bg levels back up. The customer attributed low bg to carb ratio being set too high. Tandem technical support assisted the customer with changing the carb ratio.